Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the plastic pouch tore inside patient when trying to remove specimen through trocar site.

Manufacturer narrative:
(B)(4).